Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23370. It was reported that one of the patient's leads migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken wherein the lead that migrated was explanted and replaced. Effective therapy was established postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.